Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call receiving no delivery alarms from the insulin pump. The customer stated their blood glucose value was 450 mg/dl at the time of the incident, which the customer treated with a bolus delivery. The customer declined troubleshooting the insulin pump with the high pressure test. The customer called back five days later, stated that the no delivery alarms were still occurring, and requested a replacement device. Troubleshooting was not completed at this time either. It was agreed that the device would be returned and replaced. The customer stated they would use a backup pump still in their possession.